Event description:
It was reported that an insertable cardiac monitor (icm) triggered an eos condition, disabling remote monitoring. Technical service (ts) review determined the eos was caused by abnormal loaded rf voltage measurements and was not recoverable. Explant and return of the icm for analysis was recommended. The patient later inquired about the unexpected eos condition, and a ts request was submitted for further investigation. The icm remains in service; no adverse patient effects were reported.